Manufacturer narrative:
Concomitant medical devices: product ID: 3389s-40, lot# v182607, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension.(B)(4).

Event description:
A consumer reported they had a revision for lead migration in (B)(6) of 2009. No traumas or falls were reported and stimulation did not change with position. The patient had no recent medical tests or environmental exposure. The patient's indication for use is parkinson's dual and movement disorders. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.